Event description:
The patient reported developing an allergic reaction at the infusion site on the leg after approximately 24-36 hours of pod wear, which he attributed to sensitivity to the adhesive. The patient stated he has been experiencing infusion site reactions for approximately 9 months to one year, describing extreme itchiness and red rashes that resulted in skin wounds and subsequent scarring due to scratching the affected area. The patient further noted that he previously attempted to use skintac; however, the product worsened the reaction. He also reported using an unspecified adhesive remover to remove the pod and was unsure whether the reaction was related to the pod itself or the adhesive remover. Additionally, the patient observed skin changes during the winter months when the weather is drier. No medical diagnosis or treatment was reported. This event is being reported due to the formation of scar tissue attributed to pod use.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android: omnipod software app version: 3.1.6, operating system: bp2a.250605.031.a3.s936usqs9bzbh, hardware: sm-s936u, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.